Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024 around 03:00 am, the patient experienced sweating and seizures due to hypoglycemia for around 15 minutes. The patient was treated with 2 glucose gel tablets, 2 cups of orange juice and 7 donuts. The patient confirmed that the continuous glucose monitor (cgm) reading was correct but he did not receive an alert when the cgm reading was already below set low alert settings. There was no medical intervention. At the time of the report the patient was recovered. No other details were documented. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures. B5 describe event or problem - additional information. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - correction/additional information. H10 corrected data. H11 additional narrative - correction.